Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system tubing separated from the luer connector during the flush. The following information was provided by the initial reporter: "IV was secured at the luerlock. Per bedside nurse, yellow end popped off of clear tubing when flushed."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 13-may-2022. H.6. Investigation: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of catheter broke/separated after placement was confirmed upon inspection of the samples. The sample extension tubing was found to be in the luer adapter, and no adhesive was observed at the breakage point. The lack of visible adhesive is a sign that the head of the tubing was properly adhered to the luer adapter during production. Based off the sample inspection and the lack of a lot number for the sample, we were unable to determine a manufacturing related root cause to the failure. A device history record review could not be performed since a lot number was not reported.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system tubing separated from the luer connector during the flush. The following information was provided by the initial reporter: "IV was secured at the luerlock. Per bedside nurse, yellow end popped off of clear tubing when flushed."